Event description:
It was reported to boston scientific corporation that a leveen coaccess needle was used during a radiofrequency ablation (rfa) procedure in the liver, performed on (B)(6) 2013. According to the complainant, during the procedure, several ablations were done in different positions with the same needle in order to build up overlapping zones of necrosis. After two ablation cycles, where roll off was achieved, an attempt to remove the needle from the patient was made. The tines were fully retracted and the needle was removed from the co-axial introducer and some resistance was met. The tines were then rinsed in saline on the sterile trolley prior to reinserting for further ablations; however it was unable to be inserted back into the coaxial needle. Several attempts were made to see if the needle would fit without success so a new needle was opened (only the rfa needle part removed). The new needle was then inserted into the co axial introducer with no resistance and the procedure was completed with no further complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed a new, unreported failure mode - the needle/tines were difficult to extend, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) for the reported event: array difficult to extend. Investigation results: visual evaluation of the complaint device found the coaccess introducer stylet to be inside the insulated cannula assembly with reddish residue inside the insulated cannula. The array of the coaccess electrode was found to be retracted and through a functional evaluation the array was extended with much resistance, due to the heavy residue found on the array and inside the cannula. Several attempts were made to extend and retract the array; however this was difficult due to the residue. The electrode was attempted to be inserted into the insulated cannula;however the electrode could not be inserted. The outer diameter of the array cannula and the insulated cannula inner diameter were measured and were within specifications. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.